Event description:
It has been reported to philips that x-ray was not possible. A system restart did not resolve the issue. The system was in clinical use when the issue was identified and the examination was cancelled and examinations were carried out on another equipment. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used for diagnostic procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray was not possible. Review of the log file showed that there was a malfunctioning ip-pc. During troubleshooting, the fse identified failure in hdd2 throttle inside ippc. The fse replaced the frontal ippc. After replacement of the frontal ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.